Event description:
It was reported the patient received inappropriate therapy in the ventricular fibrillation (vf) zone due to persistent atrial fibrillation (af) with fast ventricular rate return. Reprogramming was performed to change the vf zone discrimination and the lead remains in use. The patient is enrolled in (B)(4) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.